Event description:
Customer reported that she was hospitalized for diabetes ketoacidosis with a blood glucose value of 330 mg/dl. Customer reported that prior to the hospitalization she was vomiting, nauseated and dehydrated with a blood glucose of 400 mg/dl. Customer reported that she changed the infusion set of the insulin pump and found that the cannula was bent. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.